Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 466 mg/dl at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. In 2010 high blood glucose was not considered a reportable event. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.